Manufacturer narrative:
On december 07, 2023, mentor received a phone call from the healthcare provider reporting that the breast prosthesis was "mistakenly nicked" by the surgeon during the removal. On december 07, 2023, the mentor failure analysis lab has received the device for evaluation. On december 13, 2023, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned sample determined that the smooth uhp 590cc breast implant was found to have a tear on the anterior view extending to the posterior view measuring approximately 10.6 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the posterior view, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A hematoma is a collection of blood within the space around the implant. Symptoms from hematoma may include swelling, pain, and bruising. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at any time, such as after an injury to the breast. Small hematomas may be absorbed by the body, while others may require surgery for drainage. Hematoma is a known complication associated with this procedure and is referenced in our product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture and implant site hematoma. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 55-year-old caucasian female patient underwent a breast augmentation revision with a 590cc mentor memorygel breast implant and experienced a rupture and implant site hematoma on the left side post-operatively. While the patient was in recovery after her implantation, the patient developed hematoma and had to be rushed back to surgery. As a result, the patient underwent explantation on (B)(6) 2023.

Manufacturer narrative:
On november 13, 2023, mentor received additional information regarding the event. It was reported that the patient experienced increased swelling on the breast immediately after surgery. In the attempt to remove the breast prosthesis during surgery, the implant ruptured. Manufacturer¿s reference number: pc (B)(4).